Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000167722.

Event description:
It was reported that effective therapy was never established. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. It is unknown which lead was impacted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.